Manufacturer narrative:
The technician found the right foot brake caster is broken and also all brake caster supports are broken. The technician replaced the right foot brake caster and the brake caster supports to resolve the issue. Based on this information, no further action is required.

Event description:
The technician found the bed with a down tag that stated broken, the brakes do not lock. No patient injury reported.